Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped per instruction. After the iab was inserted, the cardiologist "kept pulling air out of the lumen of the balloon." "There was no blood when he drew back." As a result, the md inserted another iab without difficulties. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.